Manufacturer narrative:
(B)(4). This complaint is related to litigation and legal restrictions which do not currently allow completion of product analysis. The product analysis is being closed based on the information currently available. If the restrictions are lifted or additional information otherwise becomes available, this analysis task will be re-opened and re-evaluated.

Event description:
Information received by medtronic indicated that the retainer ring cracked and experienced hyperglycemia with a blood glucose value of 400 mg/dl at the time of the event. And indicated that the retainer ring was damaged and belt clip was damaged. Troubleshooting was performed. It was unknown that the pump was used within 48 hours and unknown that the auto mode feature was active at the time of the event. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.